Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/27/2014 with the following findings: a related alarm was found in the pump¿s black box. The pump emitted a related alarm during the rewind step of the prime sequence. Moisture was observed on the motor flex cable and connector. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.